Manufacturer narrative:
(B)(4). The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). A revision procedure was performed and the device was removed from service. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that a red alert was generated for this sytem due to pacing impedance measurements less than 200 ohms on the atrial channel. Additionally, an alert was generated for low atrial intrinsic amplitude and there was some atrial noise causing false atrial tachycardia response (atr) events. The patient has a history of atrial fibrillatin (af). No adverse patient effects were reported.